Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) too soon. The device had premature battery depletion and unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Offsite analysis confirmed that the battery depletion caused by an internal short in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.